Event description:
It was reported an issue with monoplus suture. The client reported that the aluminum pack inside stuck and sealed to the tyvek. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the first pack (aluminum pouch) sealed to second pack (paper-peel pouch) in the fourth welding, as can be seen in the enclosed picture. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause is an accidental effect of the welding machine, and this unit was not sorted out by the personnel involved in this process. Final conclusion: considering that the sample received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.